Manufacturer narrative:
The customer complaint was confirmed. The root cause of this failure was identified. No device will be returned per customer.

Event description:
It was reported that the customer answered "yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient impact.